Event description:
It was reported that the patient experienced a 'shocking/jolting sensation.' It was further reported that the shocking sensation occurred while the patient's device was on or off. The patient also noted that the device did not 'take care of all her pain' and that she experienced 'poor pain relief.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed shall additional information become available.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v014320, implanted: (B)(6) 2007, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Follow up information received reported that the patient was given physician referrals but no appointments have been made by the patient for follow up. If additional information is received, a followup report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).